Event description:
During a transcatheter aortic valve replacement procedure, after the valve was deployed, a vascular closure device was used on the right femoral artery. The cardiologist encountered difficulty removing the device which resulted in the femoral artery needing repaired by vascular surgeon. The vascular team was consulted, and the surgeon made the repair. Blood products were given due to blood loss and patient instability. The patient was intubated during the vascular repair. The patient was transferred to ICU after surgery.